Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet could not be pulled out from the left ventricular lead. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of stylet could not be removed was confirmed. Final analysis found that as received, a complete lead was returned in one piece with the stylet stuck inside the lead. Visual inspection of the lead found that the inner coil inside the connector region was bunched up with blood/body fluids inside the inner coil. The cause of the reported event was isolated to the bunching of the inner coil with blood/body fluids inside which is consistent with procedural damage.